Event description:
Defected flash system of ta4004m. Add'l info rec'd in august 03: the incident was found during procedure. Three hours has passed after using it. No particular injury to the pt. Info rec'd in august 03:" the defect is that flash didn't stop even though the switch for the flow rate was changed. The pt got amount of heparinized saline for a short time. It seemed to be defect of device's performance.

Manufacturer narrative:
One used kit was rec'd. Visual and functional inspection were conducted on both returned ta4004m assemblies. No leakage was observed from both returned ta4004m assemblies. Flow and flush tests conducted showed that both returned ta4004m assemblies passed the required spec and were fully finctional. Mfg process and quality indspection record reviews showed no deviation during the mfg of the product. Batch documentation was not reviewed due to the unavailability of the affected lot number. Based on the findings and since the returned device was fully functional, the cause of the complaint could not be determined.